Event description:
User alleges having several events where the masks were underinflated. No injuries reported.

Manufacturer narrative:
Smiths medical was notified of the event on april 25, 2008. However, not until we received the samples on may 27th, was the determination made that this would be a reportable event. The samples have been forwarded to the manufacturer for investigation. Upon receipt of the completed investigation, a follow-up report will be submitted. We can report that we have not received any other reports on this device lot number.